Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("implants removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 813 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower stomach pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during sex"). On an unknown date, the patient experienced change of bowel habit ("changes in bowel movements"). The patient was treated with surgery (salpingectomy via laparoscopy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, dyspareunia and change of bowel habit outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, change of bowel habit and dyspareunia with essure. The reporter commented: essure implants were inserted without problems. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 1147 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-apr-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower stomach pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during sex"). On an unknown date, the patient experienced change of bowel habit ("changes in bowel movements"). The patient was treated with surgery (salpingectomy via laparoscopy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, dyspareunia and change of bowel habit outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, change of bowel habit and dyspareunia with essure. The reporter commented: essure implants were inserted without problems. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-mar-2018 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 1053 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 27-mar-2018: report from physician via regulatory authority ((B)(6), reference number: (B)(4)); essure insertion date (2015); new events (lower stomach pain, pain during sex, and changes in bowel movements); and essure removal method (salpingectomy via laparoscopy). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.